Event description:
Patient out of bed with developmental team after assessment and cares. Patient returned to bed after stretch and massage with developmental team and PICC [peripherally inserted central catheter] line slid to the floor at 0955. Dressing completely intact, steri strip in place with posey still in place. Line was intact. Nnp [neonatal nurse practitioner] notified. Nnp and neonatologist examined at bedside. Team did huddle at 10:16. When new line placed later by caregiver, first dressing applied wouldn't adhere in the center.